Manufacturer narrative:
Undisclosed injuries. Undefined device problem. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(4)- surgical intervention additional information: corrected information. Additional narrative: it was reported that the patient underwent a hernia repair on (B)(6)2013 and physiomesh was implanted. It was reported that patient underwent scar revision on (B)(6) 2013 by(B)(6) due to abdominal pain and abdominal adhesions.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent incarcerated incisional hernia.